Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that a shaft break occurred. The 55% stenosed target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). During insertion of a 5.50mm x 8mm nc emerge, the shaft kinked and broke. The fractured device was pulled, caught on the guidewire and removed from the body. The balloon was exchanged with another device and the procedure was completed successfully. No patient complications occurred.